Event description:
Additional information: it was reported that the patient had a "flesh eating bacteria infection" in the pelvic area. The infection was unrelated to the intrathecal pump or catheter. The patient was diagnosed and treated at an outside facility. Pump refill was postponed due to the infection. The infection resolved and the patient's pump was refilled the week prior to the report.

Event description:
It was reported the patient had a flesh eating infection. Hcp was considering a pump refill. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), product type catheter; product ID 8575, lot # j0203513r, product type accessory.

Manufacturer narrative:
(B)(4).